Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported that during weekly maintenance on the alinity I analyzer, when the back cover was opened, he observed a spark from the red-blue cable on the upper left (when viewed from the back). The spark was instant, and no injury occurred. There was no impact to patient management reported.

Manufacturer narrative:
Service was dispatched due to the alinity I (B)(6) generating message codes 5229, 5119, 0222 and the customer observing sparks on the module lighting cable - single module. No fire or smoke was seen nor any damage to the instrument. The analyzer was disconnected from the power supply and there was no injury to personnel reported. While trouble shooting the issue, service determined the module lighting cable - single module (part number a-30109113-01) the likely cause, due to the cable being pinched, therefore, causing the spark observed by the customer. The module lighting cable - single module (part number a-30109113-01) was repaired and the cable re-routed to avoid contact with the back cover which resolved the issue. A review of the alinity I (B)(6) service history, revealed no additional issues of the observed message codes and/or observed sparks from a part reported on the (B)(6). Tracking and trending review determined no trends were identified for the part or analyzer. Device record history review identified no non-conformances or deviations. The 2021 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The sparks observed was limited to module lighting cable - single module (part number a-30109113-01); the sparks did not spread to other parts of the analyzer. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no product deficiency was identified for the module lighting cable - single module (part number a-30109113-01) and the alinity I processing module, serial number (B)(6).